Manufacturer narrative:
2/6/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during a thoracoscopic procedure. Reportedly, the staples did not form properly and bleeding occurred. The surgeon converted to an open procedure and resected the tissue at the applications site with another device.